Event description:
A healthcare professional reported the events of rupture, hardening, pain, severe capsular contracture baker grade unknown. The events of ¿superior displacement of the implant with pain¿, "punctate calcification, and ¿it was noted that the implant was not ruptured, it was noted the presence of folds¿ are considered not reportable and non-serious.¿ device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.